Event description:
The customer reported that this display is constantly turning on and off. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this display is constantly turning on and off. According to the customer, they have remote displays off this unit and they believe that this unit is the problem. The customer does not believe that it is an issue with the tower as the remote displays are still up. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The customer replied by stating that 2 zm transmitters were connected to this cns; however, they could not provide the serial numbers. D10 concomitant medical device: the following device(s) were used in conjunction with the cns: 2 zm transmitters: model #: zm-531pa. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d4 serial number. The following fields are not available (n/a) to this report. H4 device manufacturer date.

Event description:
The customer reported that this display is constantly turning on and off. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this display is constantly turning on and off. According to the customer, they have remote displays off this unit and they believe that this unit is the problem. The customer does not believe that it is an issue with the tower as the remote displays are still up. There was no patient injury reported. Investigation summary: the complaint unit was returned and was evaluated. The nihon kohden (nk) repair center was unable to observe / duplicate the reported issue. The unit underwent 24 hrs of extended testing and operating within specifications. The reported issue could not be confirmed. Based on the available information, a definitive root cause could not be identified. D10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above; the customer replied by stating that 2 zm transmitters were connected to this cns; however, they could not provide the serial numbers. D10 concomitant medical device: the following device(s) were used in conjunction with the cns: 2 zm transmitters: model #: zm-531pa serial #: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: no the following fields contain no information (ni), as attempts to obtain information were made, but not provided: d4 serial number the following fields are not available (n/a) to this report. H4 device manufacturer date. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.